Event description:
Spouse of home patient reports patient line tubing of homechoice set became disconnected from transfer set during initial drain of homechoice treatment. Spouse reports home patient re-attached the patient line of the homechoice set to the transfer set and continued treatment. Baxter technician instructed home patient to end treatment and to notify nurse. After multiple attempts, no further information was provided by home patient or unit rn. No patient injury or medical intervention was reported by home patient at time of initial report.